Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff was not inflating, the spring in the inflation valve of the devices were defective. There was no patient harm.